Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.